Event description:
It was reported that the motor device overheated. The event was not reported to have occurred during surgery. No patient or user injury was reported. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. The exact date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. An assessment was performed on the device which found that the motor overheated in a short amount of time. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear and use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.